Event description:
Customer called to report the pump did not have an audible tone when the activate button was pressed or when the device finished delivering the insulin. It was denied that the unit was dropped, bumped or exposed to moisture.